Event description:
It was reported that the patient experienced recurrent syncope. It was further reported that the right ventricular (rv) lead exhibited high thresholds and intermittent failure to capture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced recurrent syncope. It was further reported that the right ventricular (rv) lead exhibited high thresholds and intermittent failure to capture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.